Event description:
It was reported that during a low anterior resection, two devices were used and both were hard to fire and hard to remove. The first device was fired by a student surgeon in the case. The second device was fired by another surgeon that was brought into the procedure. On both occasions, the anastomosis had to be re-done due to leaks. A third device was used to complete the case with no patient consequence. Additional information received on 9/30/2009: a medical student fired the first device and had a hard time with the safety and with the firing of the device. The medical student attempted to fire a second device and that is when a different surgeon was brought in. He completed the firing of the second device. He fired a third device and completed the anastomosis. The surgeon said that he put the purse string in the rectum distally and bought the stapler from above. They were pleased with the anastomosis. The patient is okay.

Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: device a , arrived in good visual condition void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale. In addition if the firing sequence is not completed, you could deploy the staples without cutting the washer. It should also be noted when attempting to reattach the detachable head or anvil do not clamp across or grip on the locking springs when as it might not click into place. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Device b, arrived in good visual condition. The anvil half breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke the device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The test anvil was placed on the device completely and without any difficulties and did not detach during functional testing. It should be noted that when removing the device, open the instrument by turing the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90 degrees in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and no anomalies were found during the manufacturing process. MFR date (device b): (B)(4); other # = f5w69u (batch #); exp date = 07/2014. MFR date (device b): 8/2009. Not in firing range.